Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device is to be scheduled.